Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not show any rhythm on the display after providing shock to the patient. As a result, defibrillation therapy would not be available , if needed. There were no reports of adverse effects to the patient as a result of the reported event.